Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014 subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm in the middle of the night. Customer woke up with blood glucose almost at 400 mg/dl. Device alarmed a motor position encoder error alarm. Customer's blood glucose was 555 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.